Event description:
It was reported that during the surgery the universal modular electric/battery double trigger handpiece stopped when the surgeon was drilling. The device did not work either after changing the battery. It was not hot and the surgeon changed the device during the surgery. At the end of the operation, the device worked again. There was no report of pt injury or medical intervention.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.